Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Tightened the retaining ring of bag/vent switch, and the unit was returned to service.

Event description:
The hospital reported that the unit would not switch to mechanical ventilation when bag/vent switch was toggled. No report of patient involvement.